Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number 3005168196-2015-01024. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter and a px slim delivery microcatheter. The procedure was successful and complete vascularization was restored; no procedural complications were reported. However, a short length higher grade stenosis at the origin of the hefty m2 branch (vasospasm vs. Dissection) was noted on the post-penumbra system angiogram. The committee reviewed the event and determined that there was a presence of vasospasm. The committee adjudicated vasospasm as a non-serious adverse event with a probable relationship to the penumbra system, probable relationship to the angiographic procedure, and to be unrelated to ivtpa and to the index stroke.